Event description:
It was reported that the pump exhibited a battery communication time out. No patient injury was reported.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the top case was cracked/chipped on the front right corner. No visible contamination and both seals were removed. Review of the event history log (ehl) showed a battery communication timeout error and depleted battery error. Functional testing included powering up the device using mf testing process and the reported issue was duplicated. The cause of the battery communication time out error was related to the interconnect board. The pc board did not operate as intended. The interconnect board and battery pack were replaced and power up and self-process was performed. Service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown; no information has been provided to date.